Event description:
It was reported that the customer was hospitalized due to high blood glucose of 780mg/dl. It was stated that the customer passed out when he was found. It was stated that the customer was unresponsive and the paramedics were called and took him to the hospital. It was stated that the customer was not using the insulin pump since (B)(6) 2012. It was stated that the customer has been off the insulin pump for several weeks, and he could not get the device to work the device. It was stated that the insulin pump alarmed no delivery during filling. The daughter attempted to prime again, but there was not much insulin in the reservoir. It was stated that the bolus history revealed several error alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.